Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and inspected. The complaint can be confirmed. It was observed that the wire of the threader tab was broken, but still attached to the handle of the threader tab. It is possible that this breakage occurred when the suture was being passed through the anchor and was caught, thus when the user continued to pull the suture it caused breakage of the wire. However, given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that during a procedure a versalock anchor; product code 210819 lot number l512877, (versalok anchor) had problems with the sutures passing. Additional information provided by the affiliate reported the anchor wires were cut when loading/passing sutures .